Manufacturer narrative:
Product investigation completed on 28-apr-2021 showed no manufacturing cause identified based on investigation.

Event description:
Piece of tampon remained inside- vagina [foreign body in reproductive tract] uncomfortable - vagina [vulvovaginal discomfort]. Went to pull it out... Piece of it must have broken off and stayed inside of her [complication of device removal]. Piece of it must have broken off, tip seemed concave - tampon [device breakage]. Consumer called stating when her daughter removed a tampon, a piece must have broken off and stayed inside of her. The tip of the tampon seemed concave instead of rounded when she took it out. No serious injury was reported.